Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device session records were sent to abbott technical support for review and failure to deliver a shock, low impedance, and an alert for possible lead issue was confirmed. However, the cause of the reported events were unable to be determined as the product was not returned. A device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient passed away. A merlin.net transmission was received indicating the patient experienced numerous ventricular fibrillation and tachycardia episodes with unsuccessful high voltage therapy as well as an alert for low defibrillation impedance. Abbott technical support reviewed the transmissions which identified an alert for a possible high voltage lead issue.